Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a iab optical sensor failure alarm. The iab had just been placed at bedside of an ICU patient. No visible kinks in the catheter were noted and multiple attempts of reseating the connector were unsuccessful. Inner lumen of catheter was transduced with a good ap tracing on the iabp. The getinge representative instructed the customer to disconnect the fiber optic connector so alarm would not continue to sound. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a iab optical sensor failure alarm. The iab had just been placed at bedside of an ICU patient. No visible kinks in the catheter were noted and multiple attempts of reseating the connector were unsuccessful. Inner lumen of catheter was transduced with a good ap tracing on the iabp. The getting representative instructed the customer to disconnect the fiber optic connector so alarm would not continue to sound. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 50cm and 74.7cm from the iab tip. The optical fiber was found to be broken within the within the membrane approximately 16cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a iab optical sensor failure alarm. The iab had just been placed at bedside of an ICU patient. No visible kinks in the catheter were noted and multiple attempts of reseating the connector were unsuccessful. Inner lumen of catheter was transduced with a good ap tracing on the iabp. The getinge representative instructed the customer to disconnect the fiber optic connector so alarm would not continue to sound. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections - date of this report, date received by mfg, type of report,mfg follow-up #, if follow-up, what type, device evaluated by mfg, device not eval provide code, evaluation method codes , addtl mfg narrative/corr. Data the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a iab optical sensor failure alarm. The iab had just been placed at bedside of an ICU patient. No visible kinks in the catheter were noted and multiple attempts of reseating the connector were unsuccessful. Inner lumen of catheter was transduced with a good ap tracing on the iabp. The getinge representative instructed the customer to disconnect the fiber optic connector so alarm would not continue to sound. There was no reported injury to the patient.